Event description:
Information was received on (B)(6) 2025 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's symptoms had progressively gotten worse over the last year. The patient stated it felt like it was not working at all, and they had gone through all of the different settings and left them on each setting for a couple months over the past year, but they were still struggling. The patient confirmed they had been able to connect to their stimulation settings and make adjustments. Stimulation expectations were reviewed with the patient. The patient would continue to monitor symptoms. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient on 2025-oct-14. They called back saying they received a replacement handset from [the manufacturer]. The patient was assisted with pairing and entering the therapy app. The therapy was on, the patient changed programs, and increased stimulation to the desired level. The patient checked the implant battery and implant battery was green and okay. The patient said they had worried their implant battery had been dead and said that sometimes it was hard to get the external equipment to connect with the implant because the hcp made a really big pocket where the implant was so the implant tended to move all around and could be finicky when connecting with it. The patient said they received their google pixel phone back from repair that they accidently sent to [the manufacturer]. The patient did not know where their old handset that wouldn't charge was, and said it was probably lost forever since they had moved houses since that time. The patient would continue looking for the handset to return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.